Event description:
It was reported that (1) tvc55 was used during an unknown procedure. It was reported by the rep that the instrument would not fire. The lockout engaged. The instrument would not fire even after reloads were installed. The case was completed with a competitor's instrument. There was no consequence to pt.